Manufacturer narrative:
Section d information references the main component of the system and the other applicable components are: product ID 3093-28 lot# va0bs95 implanted: (B)(6)2013 explanted: (B)(6)2017 product type lead product ID 3093-28 lot# va0bs95 implanted: (B)(6)2013 explanted: (B)(6)2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the device was removed because it was necessary to do three mris for diagnostic purposes. It was removed on (B)(6)2017.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3093-28, lot# va0bs95, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. Product ID 3093-28, lot# va0bs95, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a consumer and healthcare professional regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a lack of therapeutic benefit and had their system removed because they needed a spiral MRI. Per an x-ray there were 2 metallic bodies/lead fragments left in the patient anterior to the inferior sacrum, from when the system was removed (B)(6) 2017. It was noted that they were unable to get leads completely out because they were embedded in bone. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.